Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was observed to be partially cut off, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle but did not exit the distal tip because the distal tip was cut off. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 479 mg/dl while wearing the pod between 36 and 48 hours. The pod was worn on the arm. For treatment, changed out pod and gave pen injection of 2 units.